Event description:
It was reported that the pt had experienced extreme sleepiness and nausea 2-3 times per refill period, which was 70 days. The somnolence that the pt experienced after her pump was refilled, had been going on for the last four years. During the first event, the pt had an apparent opioid overdose, as evidenced by the quick reversal of symptoms that occurred after narcan was give to the pt. The pt's husband stated that he is unable to awaken her from the sleepiness during these events, and has had to take her to the ER. A catheter dye study was done in 2009, and the catheter was in place and connected without any leaks present. They had planned to do a pump replacement. The pt outcome was reported as "serious injury-ongoing." The medications being delivered via the device system were morphine (42mg/ml) and bupivicaine (27mg/ml).